Event description:
The customer did not report a malfunction. During inspection of uretero-reno videoscope, corrosion on the inner side of the light guide cover glass was found. The most likely cause of the of the issue is leakage/fluid invasion. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion on the inner side of the light guide cover glass could not be determined, however, the issue was likely the result of component failure due leakage/fluid immersion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.